Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on february 19, 2015. Evaluation of the returned device showed significant wear. There was a small fracture on the posterior lobe on one side and a bubble (beginning stages of delamination) on the medial posterior corner of the other side. While this damage suggests that the bearing may have been loaded more posteriorly and a possible misalignment, the root cause of this issue remains undetermined. The device is believed to have been conforming when it left biomet and the revision surgery was performed due to patient fall and report of instability.

Event description:
It was reported that patient underwent a total knee arthroplasty in 2010. Subsequently, patient was revised on (B)(6) 2014 due to instability and poly wear after a patient fall. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. The following sections could not be completed with the limited information provided. Date of implant ¿ 2010. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the revision of the implants was due to patient fall, not implanted related. The patient fell and experienced soft tissue damage which contributed to the instability and wear as reported.